Event description:
During the patient's procedure dr. [Redacted] was using the diamond dcr burr, it did not work properly during the patient's procedure and was not drilling. Another burr was exchanged and began to fall apart as it was being used. Both of the burrs had the same lot number. Dr. [Redacted] was able to complete the procedure without issues despite the curved diamond dcr bur's not working correctly.